Event description:
Rptr is writing to report a med device failure associated with a computer software failure at a critical control point in the donor unit processing procedure. During the routine chemistry audit process, a unit was found which had an initial reactive anti-hbcab & an interpretation of negative without the documentation of repeat results in the computer. Upon investigation it was discovered that the 2 repeat results had not been verified by a technologist. The software does not require the individual parts of the group test to be verified before allowing interpretation & verification of the final result. The problem was reported to MFR on 12/15/94. MFR advised rptr to change the allowable status in the interpretation setup from "performed only" to "verified". While validating the change, it was discovered that this did not correct the problem. Another call was logged on 12/28/94, with no response from MFR due to all of the staff being absent during the holidays. A conference call occurred 1/5/95, where rptr expressed concerns over the regulatory impact of the software problems. Rptr was told that MFR would respond within 2 weeks. On 1/19/95, MFR notified rptr that the software would not be corrected for at least 3 months.